Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Returned product consisted of a rotablator rotalink plus device. The burr catheter and advancer units were received together. The advancer, handshake connections, sheath, coil and burr were microscopically and visually examined. The sheath was torn 23cm from the strain relief. The distal portion of the broken sheath had dried blood inside. Microscopic examination of the device revealed that the annulus was damaged and not rounded. Functional testing was performed by connecting the advancer to the rotablator control console system. There were no abnormal noises or leaks, however, the device did not run. The advancer was dismantled and the ultem was found to be melted and the turbine was corroded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that the device had unstable speed and was stuck. A 1.25mm rotalink plus was selected for use. During the procedure, when the device was started spinning, it was making horrible sounds and the rotational speed were all over the place. Consequently, there was struggle to take the device out as it was seemed to be stuck. After the device was removed it was observed that the burr was separated from the advancer portion. No patient complications were reported.

Event description:
It was reported that the device had unstable speed and was stuck. A 1.25mm rotalink plus was selected for use. During the procedure, when the device was started spinning, it was making horrible sounds and the rotational speed were all over the place. Consequently, there was struggle to take the device out as it was seemed to be stuck. After the device was removed it was observed that the burr was separated from the advancer portion. No patient complications were reported.